Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) bottom case was present and the top case was chipped/cracked by the front left bottom corner. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the pump was over 15 years old. Replaced the worm coupling, worm gear, motor mount and motor. Performed power up and occlusion test.

Event description:
Additional information was received. No patient involvement.

Event description:
Information was received indicating a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.